Event description:
It was reported that the patient was at a pool and was under or next to an electric heater and received a shock from the device. A review of a remote transmission showed 478 short vv counts. Tracings were reviewed that noted what appeared to be 60 cycle electromagnetic interference. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.